Event description:
Related manufacturer report number: 1627487-2023-04018 . It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. It was also reported that the patient's extension was disconnected and showed high impedances. Surgical intervention was undertaken, and the extension was explanted.

Manufacturer narrative:
B3: event date is estimated.